Event description:
Urethral perforation during bilateral implant. Left device in place, right device removed. Patients right device was placed without apparent issue. The patient's right device was observed partially in the lumen of the urethra during post-operative cystoscopy. When inquired, dr. Bachman believed a small perforation was caused by the sharp trocar because the dilation pathway was too medial. This perforation was small enough to not be observed during dilation but may have been exacerbated during balloon delivery/inflation. The right device was removed and a 12f catheter will be placed for 5 days.

Event description:
Urethral perforation during bilateral implant. Left device in place, right device removed. Patients right device was placed without apparent issue. The patient's right device was observed partially in the lumen of the urethra during post-operative cystoscopy. When inquired, dr. Bachman believed a small perforation was caused by the sharp trocar because the dilation pathway was too medial. This perforation was small enough to not be observed during dilation but may have been exacerbated during balloon delivery/inflation. The right device was removed and a 12f catheter will be placed for 5 days.